Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no other devices. The balloon was loosely folded. There was blood in the inflation lumen. The hypotube shaft was completely separated 72.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 8mm emerge¿ balloon catheter was selected for dilation. However, the shaft broke while advancing into the guide. The device did not enter the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 8mm emerge balloon catheter was selected for dilation. However, the shaft broke while advancing into the guide. The device did not enter the patient's body. The procedure was completed with another of the same device. No patient complications were reported.